Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. One example was an initial result of 162 mmol/l and a repeat result of 142 mmol/l. The repeat result was believed correct and a corrected report was issued.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found a hole in the rinse nozzle vacuum line. He repaired the vacuum line and ran calibration and precision which were acceptable. The investigation is ongoing.